Event description:
It was reported that patient underwent a left orthopedic salvage knee arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2013 due to unknown reasons. All products were revised except the femoral component. Patient was revised again on (B)(6) 2015 due to fractured anchor plug. All products were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-02742 & 02126).